Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm maryland bipolar forceps instrument had a defective recognition and sparks were coming out. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and failed recognition based on log review. The instrument was placed and driven an in-house system. The instrument passed recognition and engagement b failure code 31009, "instrument sensors missing. A tool was fully detected but then lost 1 or more but not all of the tool sensors" was reported in the remote fe log. The instrument information found in the rfid was not detected.